Event description:
It was reported that the remote transmission strip showed several vertical dashed lines on the presenting rhythm, which represents loss of telemetry. The device remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 implantable pacing lead 2013-(B)(6). (B)(4).